Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture and hematoma occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A stingray catheter was selected to help treat the target lesion. During procedure, it was noticed that the balloon was ruptured. Furthermore, a small hematoma was noticed in the rca. The physician completed the procedure with a different device utilizing a retrograde approach. There were no further patient complications reported and the patient's status was fine.